Manufacturer narrative:
The serial number of the customer's cobas pro ise analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionably high na electrode results from an unspecified number of patient samples tested on the cobas pro ise analytical unit. The reporter stated they were also having qc issues resolved by recalibration. The reporter was able to provide one example of a discrepant result: the initial na result from the analyzer was 152 mmol/l. The repeat result from another analyzer was 138 mmol/l. The repeat result was deemed correct. The initial result was reported outside the laboratory. The nurse questioned the high result prompting the rerun of the patient sample.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The sample was a serum sample. The cause was consistent with qc material as the customer mentioned that the qc bottle was nearly empty. The qc material was replaced. Ise check and precision studies were performed and they were within specifications. No further issues were reported after the service visit. The investigation did not identify a product problem.